Event description:
It was reported that this unit began to beep and give a pm notice on start up but they were not able to use the unit in a case. They stated that after clearing the pm timer the unit still beeped. The event did not occur during surgery, and there was no patient involvement. Upon device inspection, the inside of the power inlet module was burnt and damaged. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the cart would not power on; the inside of the power inlet module was burnt and damaged. The power inlet module was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.